Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see also MFR report number 2032227-2014-03000.

Event description:
It was reported that the customer had high blood glucose of 450 mg/dl due to her quick-serter was not inserting her infusion sets properly. Caller stated that the customer had 5 bent cannulas and the insulin pump did not alarm to notify her that she was not getting any insulin. Advised customer to talk to her doctor or go to emergency room if she is unable to bring the blood glucose down. Nothing further was reported.